Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in hospitalization for diabetic ketoacidosis. On (B)(6)2023, the patient had blood glucose levels of 20 mmol/l and attempted to reduce the level by administering insulin, increasing the temporary basal rate to 150% and changing the cannula and tubing set, but without success. The blood glucose level remained high. On (B)(6)2023, the mother brought the patient to the hospital. At the hospital, she was treated with insulin and fluids. On (B)(6)2023, the nurse tried to reconnect the patient to the insulin pump, but the blood glucose levels started to rise again. The patient was put back on a drip at approximately 19:00h on (B)(6)2023 as she was not responding well to the pump. The patient was still in hospital at the time of the phone call to roche. The nurse is of the opinion that the pump is defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.